Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched. Reportedly, the display screen was not able to be read safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings: investigation revealed that the display lens was damaged; there were scratches observed through the middle of the display lens. Unrelated to the complaint, investigation revealed that the display was dim, fading, and discolored. Also unrelated to the complaint, investigation revealed multiple cracks in the battery compartment and the battery cap threads were damaged and torn. A test cap was used for all testing.